Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot#: va0wb8c, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 03-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they wanted reprogramming as they haven¿t had a session in a while. When impedances were checked electrodes 0-4 were all greater than 10000 ohms. The patient couldn¿t feel any stimulation on the left side even when the voltage was turned up to 10.5v. It was noted that the patient¿s left side was pretty bad when the pain comes on that side. The issue was not resolved at the time of the report.